Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 507652 implantable pacing lead, implanted: 2002-(B)(6). (B)(4).

Event description:
It was reported that the atrial lead had a lead warning and that the lead was switched to unipolar. The atrial lead showed to have low impedances in bipolar. It was noted that the patient can sometimes feel when pacing occurs from atrial pulses. The thresholds were fine but they increased the output for the lead as a precaution. The lead remains in use. No patient complications have been reported as a result of this event.